Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that they noticed fluid on the unicel dxc 600 synchron system drip tray for the reagent probes. Customer reported that there was fluid on top of the cartridges. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found reagent probe b collar wash valve was failing causing water leakage into the reagent carousel. The fse replaced the collar wash valve. The fse primed the reagent probes 40 times without failure. The fse verified the repair was performed per established procedure. The fse verified quality control (qc) was within range.